Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving a baclofen via a pump for intractable spasticity. It was reported on (B)(6) 2016 that the patient moved to a different state and the pump ran out on an unknown date. The patient was in extreme autonomic dysreflexia and was having difficulty finding a managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.